Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose was elevated to an unknown value with 0.2 ketones which was addressed with a complete supply change. The customer reverted to alternate insulin therapy.